Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Initial report was sent on 2/18/2015. An email was received from (B)(6) at the FDA medwatch branch indicating the initial report was not showing as received in the system. After further investigation of ack 3 of 3 received and or esg-generated core ID, (B)(6) computer scientist with the information analysis branch of the division of post market surveillance requested to resubmit the report as it failed to persist in FDA database due to some error at the time.

Event description:
It was reported by the sales rep that during an unknown procedure, there was a defective stapler. The handle is inside with the gloves. A metal piece inside of the jaw came out when changing reloads. The piece is included in the box. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). The analysis results found that one long60a device was returned with no visual non-conformances and with a cartridge reload present. Cartridge (b) gst60w, l53l7g was received fully fired and in good visual conditions. In addition a cartridge pan was received inside a plastic bag, gst60w, l5452y. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.